Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating was unable to maintain fio2 (fraction of inspired oxygen) levels and lower than expected exhaled tidal volume (vte) levels. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues its exhaled tidal volume (vte) levels being low and it being unable to maintain fio2 levels was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was confirmed through functional and performance testing. The investigation determined that cause of the reported issues was the efm. H3 other text : serviced by asp.